Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due to an infection. Additional information has been requested but has not been made available as of the date of this report, april 11, 2017.

Manufacturer narrative:
This report is submitted on may 10, 2017.